Manufacturer narrative:
Review of data confirmed the device, on (B)(6) 2024, was not paired to any home monitor. Review of the provided data didn¿t allow to determine with certainty the root cause of the temporary issue, but it is probably related to the environment. The ICD was successfully paired to a hm on (B)(6) 2024. No issue is suspected on the subject devices. Please refer to the attached report

Event description:
Reportedly, following the implant of ulys vr (B)(6), hcps tried to pair smart monitor to the implanted device. After multiples attempts the result remained the same, red blinking of heart button and confirmation by the rms platform that the patient was not paired to the monitor. Health check button was pressed, rf confirmed that was turned on, monitor less than 1meter from the patient. The pairing with another smart monitor was tried, and also unsuccessful. Finally, on (B)(6) 2024, the device was successfully paired to a monitor.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, following the implant of ulys vr 336dq020, hcps tried to pair smart monitor to the implanted device. After multiples attempts the result remained the same, red blinking of heart button and confirmation by the rms platform that the patient was not paired to the monitor. Health check button was pressed, rf confirmed that was turned on, monitor less than 1meter from the patient. The pairing with another smart monitor was tried, and also unsuccessful. Finally, on (B)(6) 2024, the device was successfully paired to a monitor.